Event description:
It was reported that the pt presented in the hospital complaining of what the doctor diagnoses as pacemaker syndrome. He notes that the device is in back-up vvi mode. Device firmware download successfully restored the device to normal function.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.